Event description:
The complainant has reported that a female patient underwent a therapeutic procedure for placement of a wallstent enteral endoprosthesis in the duodenum (date of placement unknown). A couple of days later (date unknown) the patient presented with abdominal pain. The stent edges had perforated near or at the duodenal bulb. It was reported the issue was resolved when the surgeon 'cut the edges of the stent away' from the area. The patient condition was reported as "stable."

Manufacturer narrative:
H4. User facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.